Event description:
Related manufacturing reference number: 2017865-2023-14227. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead and the pacemaker exhibited noise that was over-sensed by the device and led to pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.